Event description:
I had high b/g from 8pm (278) until 11:46pm, (b/g 185) when I went to bed, but was awakened by t:slim x2 pump screeching at me at 2:46 am on (B)(6) 2020. I went to bathroom to find out why and the next thing I am aware of is emt shooting glucose into me claiming b/g is 27 at about 3:30am. In fighting the high b/g I had given myself 5 boluses to knock b/g down, but the b/g was not falling like an insulin sensitive diabetic should. I have been told that I was insulin stacking, a term I had not heard of in 52.5 years of type 1 diabetes. I am writing because I have been told that all pumps allow stacking. This is a safety issue. I think that a maximum of two boluses without a carb calculation in a two hour period should create a stop for two more hours. My situation was complicated by an occlusion alert for which I changed infusion set then a bolus to combat a rising b/g. Also no alerts sounded when rate was falling rapidly or below 80. Tandem is claiming two alerts were sounded at 12:42 and 12:56 and I acknowledged them and denied them. However to do so I in my sleep I would have needed to hit four specific points on touchscreen, impossible! The graph of my b/g shows I was below 40 for twos hours. I was transported to (B)(6) in (B)(6) and because of rectal temp of 91 and a false sodium blood test I thought I was sepsis and sent me to (B)(6) ER in (B)(6). I am fighting with tandem because the rate of change alerts which should have started around 11:15pm did not happen. If they had, I would have known b/g was falling and would have stopped the descent. I am (B)(6), dob (B)(6). I am on mychart at (B)(6), where most of the nights tests are accessible. FDA safety report ID # (B)(4). FDA received date: 01/24/2020.